Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, lot# h838344410, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 2000mcg/ml; dose 210mcg/day; type and lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity and cerebral palsy. The event date was reported as (B)(6) 2016. The patient experienced withdrawal symptoms. A catheter access port (cap) study was attempted on an unknown date in the prior 30 days. The hcp was unable to aspirate from the pump side port which led the hcp to believe that the catheter was occluded. The catheter was surgically replaced on (B)(6) 2016 and the issue was resolved. It was undetermined if there had been any environmental/external/patient factors that may have led to the event. Patient status at the time of the report was alive with no injury. Additional information was requested regarding drug information, patient medical history, the cause of the catheter issue, and device information. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.